Event description:
During total vaginal hysterectomy during the sacral spinous ligament fixation, the dart of the capio system, boston scientific, when deployed on the right sacrospinous ligament after the appointment it was found separated from the prolene stitch and embedded within the sacral spinous ligament. This was confirmed by fluoroscopy which was used in order to attempt to isolates the dart itself but was unsuccessful.